Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas 6000 core unit. The initial result was 6.66 miu/ml, the repeat result was <0.1miu/ml, and the second repeat result was <0.1miu/ml, the questionable result was reported outside of the laboratory. The reagent lot number was 64377000 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The quality control results were acceptable. The cap of the preclean reagent was not loosened which caused a negative pressure and the bottle to deflate. This returned to normal after unscrewing the cap. Dust near the sample needle and the sample loading position were cleaned. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was related to the incorrect operator handling of the preclean reagent. The was no evidence of a device malfunction.